Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open bilateral reduction mammoplasty, when the suture was being passed by the tech to the surgeon prior to throwing a stitch, the thread of 2 sutures broke. Another device from another manufacturer was used to complete the case. There was no patient injury.